Event description:
It was reported that scheduled review of remote home monitoring data noted this pacemaker exhibited undersensing of a single atrial beat resulting in delivery of inappropriate pacing. Review of stored device data in the remote home monitoring system noted varied signal amplitude measurements on the atrial channel. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.